Event description:
Customer complains blood leak after 3 hours into treatment. The patient suffered a blood loss 316 ml because the blood in the extracorpereal circuit was not returned by clinical policy. No medical intervention necessary.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. The times of reuse of this dialyzer lies somewhere between 3rd and 30th.